Event description:
Hcp reported "there was volume in excess of what was showing on programmer." The catheter was checked for kinks and none were noted. The hcp decided it was a pump battery failure, explanted the pump and returned it to the manufacturer for analysis. A follow up report will be sent when additional information is received.